Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-29-us, serial/lot #: (B)(4), ubd: (B)(6), (B)(4). The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve was likely positioned too high, per the physician. It was decided to release the valve. The nose cone interfered with the bottom of the valve, which caused the valve to dislodge. Subsequently, a second transcatheter bioprosthetic valve was implanted successfully. No other adverse patient effects were reported.